Event description:
Patient called alleging high readings on the lfs meter. Patient did not experience any symptoms at the time of testing. Patient obtained a 155mg/dl and ran out of test strips and retested using a new vial and obtained a 349mg/dl. Patient took oral medication after obtaining the reading on their meter. Another time patient tested on the md's meter and obtained a 151mg/dl and readong at home was 253mg/dl ( invalid comparision). No information on whether patient received any treatment at the md's office. Test strips were in good condition and not expired. Per notes, patient ran a control solution test on one vial of test strips and it failed. Patient then opened a new vial of test strips and that passed. Per script session, control solution failed twice. Customer service is sending replacement supplies for patient. Based on the information provided, medical affairs ir reporting this case as a malfunction, since control solution failed twice.